Manufacturer narrative:
Occupation of initial reporter was corrected.

Event description:
It was reported the patient presented for follow-up in clinic. Upon interrogation, it was discovered the pacemaker exhibited pacemaker mediated tachycardia (pmt) that caused inappropriate mode switches and programmer artifact which looked like abnormal device behavior was seen. No changes or interventions were reported. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.